Manufacturer narrative:
The device was returned for analysis. There was no reported malfunction. However, based on the returned analysis a failure to fire occurred. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the difficulties is related to a potential product quality issue due to excess adhesive in and on the posterior needle shank and needle. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Additional information: d4 model # added. Corrections: d1 brand name updated. D2a common device name updated. D3 name updated. D3 address, city, postal code updated. H6 medical device problem code 1494 removed.

Event description:
This was reported as a venotomy closure of the right common femoral vein with a prostyle device using an 8f sheath after an interventional procedure on a 17 year old patient. Reportedly, an unspecified failure occurred. The method of hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code 1494 - patient selection manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.